Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, when inserting the stent with the pusher, the pusher disengaged before the procedure was completed. The surgeon had to start again, and in a second phase, the pusher remained stuck and would no longer disengage. The surgeon found a system for disconnecting it without removing the stent.

Event description:
According to the available information, when inserting the stent with the pusher, the pusher disengaged before the procedure was completed. The surgeon had to start again, and in a second phase, the pusher remained stuck and would no longer disengage. The surgeon found a system for disconnecting it without removing the stent.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we found one other complaint regarding the lot number 9797914 concerning a pusher impossible to disconnect ((B)(4)). Unfortunately without sample we cannot do more than documentary's investigation which revealed no anomaly registered during production. According to the informations known, quality database was checked and revealed no anomaly registered about the defect describe. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.it is concluded that the risks identified are still acceptable and considered as safe. A similar case study was perfomed on double loop ureteral stent kits in vortek range , same defect "disconnection" over last four year, 3 similar cases were found ((B)(4)).